Event description:
A customer reported a small piece of the tip almost came completely loose during a procedure. The surgeon was able to remove the piece from the pt's eye during the same procedure. There was no harm to the pt.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).